Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Therapy date is estimated. Patient weight is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-02419, 3006705815-2021-02420, 1627487-2021-14079, 1627487-2021-14080. It was reported that the patient experiencing drainage at both the ipg and lead site. As a result, the scs system was explanted and cultures were taken. The patient was placed on antibiotics.

Event description:
Additional information was received confirming the drain was pulled and the infection has cleared.